Event description:
(B)(4). Patient a. Mortality, endocarditis, three heart valves replaced, heart failure, hospital (B)(6). Patient a died from a PICC line complication. While on an orthopedic service, a PICC was inserted "for the purpose of facilitating home IV antibiotics." Medical records show that the right brachial PICC line had pus present at the site, which ultimately grew pseudomonas. Patient a was admitted to hospital a for emergency incision and drainage of the hand, which also grew pseudomonas. Pseudomonas and enterococcus were grown from the PICC catheter tip. An infectious disease specialist noted bacteremia. Patient a was discharged on (B)(6) 2004, with orders for home antibiotics. Cefepime, 2 grams IV every 12 hours, and ceftazidime, 2 grams IV every 8 hours. Patient a probably received another PICC, 129. On (B)(6) 2004, patient a presented to hospital (B)(6) with complaints of severe pain in his right arm and right leg, with fever and chills. The records indicate that patient a would scream in pain when moved. Patient a was evaluated and admitted with a diagnosis of infectious process, possibly sepsis from the right knee. Aspiration of the right knee cultured out pseudomonas aeruginosa. Blood cultures also revealed pseudomonas aeruginosa in patient a's blood. The transesophageal echocardiogram showed a ruptured aortic valve and severe vegetation, which required immediate surgical intervention. Patient a was immediately transferred to hospital (B)(6) in critical condition with a diagnosis of subacute bacterial endocarditis of the aortic valve. Patient a underwent emergency aortic valve replacement on (B)(6) 2004. Cultures from the aortic valve revealed heavy growth of pseudomonas aeruginosa. Due to his prolonged post-operative course, patient a was transferred to skilled nursing at hospital (B)(6) on (B)(6) 2004 and was finally discharged home on (B)(6) 2004. Patient a was admitted to hospital (B)(6) again on (B)(6) 2004 and treated for shortness of breath and bilateral pleural effusions. More than a liter of fluid was drained during a bilateral thoracentesis. Patient a was admitted again on (B)(6) 2004 and treated for congestive heart failure, 131. On (B)(6) 2004, patient a was admitted to hospital (B)(6) with findings of congestive heart failure with aortic insufficiency indicating valve malfunction/perivalvular leak. In addition to patient a' difficulties with congestive heart failure in the two prior admissions, patient a was experiencing failure to thrive evidenced by a marked weight loss and generally a continued poor clinical course. During the course of his illness, patient a went from (B)(6) pounds down to (B)(6) pounds. After a course of prolonged medical management patient a maximized for a re-operation of his aortic valve. On (B)(6) 2004, a second aortic valve replacement was done. Notes in the operative report state that patient a had no other option but surgery to improve patient a's condition, but that the situation was one of desperate high risk. Patient a's overall hospitalization during this admission was approximately three months, 132. Patient a was admitted to hospital (B)(6) for the last time on (B)(6) 2004. Patient a underwent a third aortic valve replacement surgery on (B)(6) 2005, for recurrent prosthetic valve rejection and aortic valvular insufficiency. Patient a did not survive this procedure. The operative report states intra-operative death secondary to post-cardiotomy left ventricular failure. Since the complications were treated with heart surgery performed at another hospital, the complication most likely did not appear on hospital (B)(6)'s PICC mortality and morbidity statistics.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.